Event description:
On (B) (6) 2010, a middle aged male pt was undergoing a primary tlif surgery at l5-s1 for degenerative disc disease. The pt had good strong bones. As the surgeon was placing a screw in the right sacral area, the sequoia modular screwdriver broke when approx only half of the female hex sheared off. The surgeon was able to quickly retrieve the pieces and there was no surgical delay. The surgeon was able to continue the case as indicated with other available instruments.

Manufacturer narrative:
Device is an instrument and not implantable. Eval is pending upon completed investigation of the product.